Event description:
It was reported that the user experienced a low blood glucose event with an initial reading of 45 mg/dl, treated with oral carbohydrate (pineapple juice), and a subsequent fingerstick confirmed improvement to 67 mg/dl; troubleshooting and education on best practices for treating hypoglycemia were completed, and the user planned to recheck in 15 minutes and retreat if needed. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event without hospitalization. Investigation included on-call assessment and coaching for hypoglycemia management. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.